Event description:
Same case as MDR#2134265-2012-07343. It as reported that during a stenting treatment procedure, paralysis occurred. The target lesion was located in an internal carotid artery. The filterwire ez was introduced, along with a mach 1 8f guide catheter and a sterling balloon. During the procedure to implant the 10 x 24mm carotid wallstent, the patient's left side became completely paralyzed. Following procedure completion, the patient remained paralyzed. No additional information has been provided.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).